Manufacturer narrative:
Information contained in this report was previously submitted through asr. In response to FDA report number mw5065609. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified white particles. A leak test was performed and no opening were found. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is there were no observations found related with the complaint reported by the physician. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "problems with the implant, cannot breathe, and pain", ¿CT scan and MRI show right valve in chest wall and sub pectoral muscle¿, ¿deep jab pain in chest/diaphragm area¿, burning sensation¿, ¿feels like implant is moving.¿ healthcare professional ¿valve is close to the chest wall, discomfort, pain and capsular contracture," baker grade I-ii. The device has been explanted.